Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) looked dry rotted when he attempted to deploy it. There was no reported patient injury. The device was stored and prepped according to the IFU. The procedure used a retrograde approach. The deployer was trained in using the mynx device. The vessel type was arterial. There was no presence of pvd or calcium in the vicinity of the puncture site. The device was used with a 6f non-cordis sheath. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The device is being returned for evaluation. Addendum: per the product evaluation, the procedural sheath was observed on the outer cartridge tubing, fully retracted as received. The condition of the returned device likely indicates that the device was not deployed, and the sealant was observed stuck to the returned device components and/or returned with the device in manufacturing position.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) looked dry rotted when he attempted to deploy it. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was trained in using the mynx device. The vessel type was arterial. There was no presence of peripheral vascular disease (pvd) or calcium within the vicinity of the puncture site. The device was used with a 6f non-cordis sheath. No resistance or friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock opened. The syringe was connected to the device. The advancer tube was returned attached to the device. The cordis procedural sheath was observed on the outer cartridge tubing, fully retracted as received. The condition of the returned device likely indicates that the device was not deployed as the sealant was observed stuck to the returned device components and the returned device was in its manufactured position. No visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that there were no problems in the device¿s deployment mechanism as this could be actioned as expected by advancing the advancement tube and deploying the contained sealant. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant was received exposed on the body shaft. Also, the reported event of ¿component-component issue¿ was not confirmed as a dry rotted condition of the sealant was not observed. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and the product investigation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the failure to deploy event experienced since there were no functional anomalies observed with the returned device. However, it is not possible to determined what factors may have contributed to the dry rotted condition reported by the customer as this condition was not noted. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review, suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.